Event description:
It was reported that tones were emitted due to high out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring 125 ohms. It was noted the impedances had gradually increased. Boston scientific technical services (ts) increasing the oor upper limit to 150 ohms, and continuing to monitor. This rv lead remains in service. No adverse patient effects were reported.